Event description:
Boston scientific received information that, during an ablation procedure, this pacemaker exhibited loss of capture (loc) with asystole greater than 2 seconds. The ablation was stopped when the pauses were noted and the patient was fine. Boston scientific technical services (ts) discussed the possible causes. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.